Event description:
It was reported that during surgery the obturator knob broke off on use. No delay or injury reported. An available back up device was unspecified.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned obturator indicated that the knob broke off at the rod¿s threads, confirming that stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.